Event description:
The customer reported a delay with a topotecan infusion. The infusion completed at 2135 instead of 1830. The pt notified 3 different nurses about a knot in the IV tubing, however 2 of the previous nurses noted they could not stop the infusion to relieve the knot. The pt reported the pump beeped 4 times during the day. The knot was not kinking the tubing enough to consistently cause an occlusion alarm. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). Although requested, neither logs nor the devices have been received. A follow up report will be submitted with investigation results should the logs/device/product be received for evaluation.